Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient reported that he had been hospitalized for peritonitis. He reported waking up with abdominal pain, had an increased white blood cell count and was admitted and treated with antibiotics. Follow-up with the patient's nurse did not provide any further information. Medical records were requested and will not be made available.

Manufacturer narrative:
The complaint sample was not available and the lot number of product involved is unknown. Therefore a search of the lots delivered to the patient was conducted, with a time frame of three months before of the occurrence day. According to the system no product was available of the lots delivered to the patient from distribution centers to be analyzed. The entire lots have been sold and distributed. Device history record review was performed on potential related lots. No nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met current specifications.